Event description:
Caller reported a malfunction on the pump, identified as malfunction code 9. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support again if the issue reoccurs, and the customer acknowledged and understood these instructions.